Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
After the package was opened and preparation of the product was being performed, it was noticed that the luer hub of the catheter was cracked. The target lesion location is unknown. Ther was no damage to the packaging. The product was stored correctly and there was no mishandling of the product. Another cypher stent was used to complete the procedure. There was no injury to the pt.